Event description:
It was reported that during use of an aiqca, it was displaying measurement problems; inaccurate values. No alarm or error message was displayed. The blood pressure on the aiqca was 85/51 map 61. The expected value according to patient status is 124/74 map 89 on the arm cuff. It was confirmed that they started out with the aiqca on opposite arms as the brachial cuff, and switched to the same side to see if the two would correlate better. The issue was not resolved. There was no patient injury. The lot number is unknown, the device has been discarded.

Manufacturer narrative:
No product will be returned for evaluation as it was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Per the instructions for use it states, "do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger." The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation has been completed. The adult cuff has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. An in-depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. However, a pra was initiated to address this issue. The reported malfunction could not be confirmed since no objective evidence was provided. However, there are manufacturing controls to avoid potential causes related to the malfunction such as 100% visual inspection, 100% electrical test, qa sampling inspection. No CAPA is required.